Event description:
The concomitant device (pulse generator) was returned and analyzed. Bench testing confirmed the unit would not interrogate. Visual inspection of the mudule and battery revealed no anomalies. The battery voltage measured 147v in circuit. This voltage is below the 2.2 low battery operation indicated for the generator per electrical test specification. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The caged module met electrical test specifications. The generator was confirmed to be at end of life due to normal battery depletion. The available device programming history is inadequate for accurately predicting the generator battery longevity. There is no indication that the reported high lead impedance or suspected lead discontinuity was due to the pulse generator. The cause of the reported high lead impedance condition cannot be determined as the bipolar lead was not returned to device manufacturer for analysis. However, a lead break is suspected to be the cause of the reported high lead impedance condition.

Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading when the new generator was connected to the original lead, indicating possible device malfunction. It was reported that device diagnostic testing at office visit 11 months prior to generator replacement surgery also resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction at that time. The pt had reportedly not suffered any injury or trauma that may have damaged the ncp system. Both the lead and generator were replaced. Lead break is suspected. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.